Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump had no button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked around the battery compartment.